Manufacturer narrative:
Device received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify failed battery test alert due to buttons not responding. Device received with cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was hard to press. Customer¿s blood glucose level was unknown. Basal and escape button was less responsive. Sometime buttons were need press twice. Reservoir compartment was chipped and pieces flaking off. The insulin pump will not be returned for analysis.